Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a video were available for evaluation. Visual inspection noted the dissector balloon and trocar balloon were received and appeared intact. The lock collar appeared intact. The insufflation bulb and inflation syringe were received and appeared intact. The short obturator, 5mm ports, 5mm obturator and endo lube bottle were not received. Functionally, the dissector balloon's circular seal hole was covered and the balloon was attempted to be inflated with the received insufflation bulb, however leaking occurred at the seal housing. The trocar balloon was inflated, no leaks detected. The lock collar moved up and down the cannula and securely locked in place. It was reported that the balloon would not inflate, the instrument made strange noise, and the balloon leaked. The reported issues were confirmed. The most likely cause could not be established from the information available. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair, the doctor made 70 pumps, however the balloon would not inflate, and there was a leak on the valve. It was reported that the device is also making noises. Another device was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.